Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 24 mmol/l. The customer treated high blood glucose with insulin pump. The insulin pump was exposed to moisture and started flashing and it turned off totally. Customer noticed there was a crack at the battery compartment and there was fluid in the battery compartment of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was not performed for high blood glucose. The device will not return for analysis.

Manufacturer narrative:
The device was received with blotched/spotted and missing segments on the lcd display due to moisture damage to the electronic assembly, case cracked behind pump near battery compartment and case cracked battery tube threads. Unable to test for reported harm due to missing segments. Unable to perform the self test, sleep current test, active current test and the displacement test due to missing segments.